Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was unable to be tested for the reported issue of ¿speaker malfunctioning¿ since the device would not turn on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified through causality as corrosion was found on multiple components, including the rear case. The device was determined unserviceable and will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's speaker was malfunctioning. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.